Event description:
It was reported that, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve this event. The patient was stable.